Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to diabetic ketoacidosis on (B)(6) 2020. Blood glucose level was 573 mg/dl at the time of hospitalization. Customer stated that he did use automode feature at the time of reported event. Customer was using insulin pump system within 48 hours prior to high blood glucose reported event. Customer was experiencing vomiting. Customer declined to troubleshooting for their high blood glucose. Customer was treated by insulin drip for high blood glucose. Customer mentioned that his he did not notice that he need to change the sensor when his sensor ended. Insulin pump will not be returned for analysis.